Event description:
It was reported that at a scheduled follow-up, oversensing was detected, with muscle stimulation. The lead was capped, and no further patient complications were reported as a result of this event.